Event description:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033368) on 05-feb-2014. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil"), ovarian cyst ("cysts/ large cyst formed on my right ovary"), genital haemorrhage ("excessive bleeding /blood clotting / excessive bleeding"), menorrhagia ("had no regular period, two or more times a month with excessive bleeding and even clotting/ menorrhagia/ prolonged menstrual cycles") and polymenorrhoea ("had no regular period, two or more times a month with excessive bleeding and even clotting") in a (B)(6) female patient who had essure (batch no. 452503,635027) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1996, (B)(6) 2000), caesarean section in 1996, bradycardia and cardiac pacemaker insertion (treated for electrical block) from 2008 to 2009. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010. Concurrent conditions included obesity. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), alopecia ("losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss / hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), hormone level abnormal ("hormonal changes/ still having significant hormonal issues") with weight increased, fatigue, mood altered and menstruation irregular, nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), polymenorrhoea (seriousness criterion medically significant), abdominal distension ("excessive bloating with every period /bloating"), medical device discomfort ("can feel the essure implant inside of body"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), dysuria ("problems with urination"), rash ("allergic or hypersensitivity reaction -I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition") with rash, dyspepsia ("digestion issues") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (had to removed at the time essure was removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ovarian cyst, vaginal haemorrhage, loss of libido, mood swings, female sexual dysfunction, dysmenorrhoea, bladder disorder, urinary tract disorder, nausea, allergy to metals, dyspepsia and investigation noncompliance outcome was unknown, the genital haemorrhage and rash was resolving, the menorrhagia, polymenorrhoea, abdominal distension, medical device discomfort, alopecia and hormone level abnormal had not resolved and the dysuria had resolved. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspepsia, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, medical device discomfort, menorrhagia, mood swings, nausea, ovarian cyst, polymenorrhoea, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight: (B)(6) lb. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: genital haemorrhage, vaginal haemorrhage, loss of libido, alopecia, rash, weight increased, mood swings, dysuria, hypersensitivity, female sexual dysfunction, dysmenorrhoea, device dislocation, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, mood altered, menstruation irregular, nausea, allergy to metals, ovarian cyst, dyspepsia, investigation noncompliance" quality-safety evaluation of ptc: for this case, batch number 635027 was reported but is not a valid essure lot number. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review and the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no valid batch number was reported a technical batch investigation and a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-feb-2018: events- "excessive bleeding, vaginal bleeding, loss of sex drive, losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss, skin rashes, rapid weight gain/still unable to control my weight, mood swings, problems with urination, allergic or hypersensitivity reaction: I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil, fatigue / still having fatigue, bladder problem, urinary problems, hormonal changes/still having significant hormonal issues, feeling tired, moodiness, irregular periods, nausea, nickel allergy, cysts/large cyst formed on my right ovary, digestion issues, did not undergo an essure incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033368) on 05-feb-2014. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil"), ovarian cyst ("cysts/ large cyst formed on my right ovary"), genital haemorrhage ("excessive bleeding /blood clotting / excessive bleeding"), polymenorrhagia ("had no regular period, two or more times a month with excessive bleeding and even clotting/ menorrhagia/ prolonged menstrual cycles") and polymenorrhoea ("had no regular period, two or more times a month with excessive bleeding and even clotting") in a (B)(6)-year-old female patient who had essure (batch no. 452503-inv,635027-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1996 , (B)(6) 2000), caesarean section in 1996, bradycardia and cardiac pacemaker insertion (treated for electrical block) from 2008 to 2009. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), alopecia ("losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss / hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), hormone level abnormal ("hormonal changes/ still having significant hormonal issues") with weight increased, fatigue, mood altered and menstruation irregular, nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced polymenorrhagia (seriousness criterion medically significant), polymenorrhoea (seriousness criterion medically significant), abdominal distension ("excessive bloating with every period /bloating"), medical device discomfort ("can feel the essure implant inside of body"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), dysuria ("problems with urination"), rash ("allergic or hypersensitivity reaction -I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition") with rash, dyspepsia ("digestion issues") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (had to removed at the time essure was removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ovarian cyst, vaginal haemorrhage, loss of libido, mood swings, female sexual dysfunction, dysmenorrhoea, bladder disorder, urinary tract disorder, nausea, allergy to metals, dyspepsia and investigation noncompliance outcome was unknown, the genital haemorrhage and rash was resolving, the polymenorrhagia, polymenorrhoea, abdominal distension, medical device discomfort, alopecia and hormone level abnormal had not resolved and the dysuria had resolved. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspepsia, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, medical device discomfort, mood swings, nausea, ovarian cyst, polymenorrhagia, polymenorrhoea, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight: (B)(6). Event outcome for event pelvic pain received as recovering resolving. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: genital haemorrhage, vaginal haemorrhage, loss of libido, alopecia, rash, weight increased, mood swings, dysuria, hypersensitivity, female sexual dysfunction, dysmenorrhoea, device dislocation, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, mood altered, menstruation irregular, nausea, allergy to metals, ovarian cyst, dyspepsia, investigation noncompliance" quality-safety evaluation of ptc: for this case, batch number 635027 was reported but is not a valid essure lot number. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review and the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no valid batch number was reported a technical batch investigation and a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA division director, reference number: mw5033368) on 05-feb-2014. The most recent information was received on 03-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil"), ovarian cyst ("cysts/ large cyst formed on my right ovary"), genital haemorrhage ("excessive bleeding /blood clotting / excessive bleeding"), polymenorrhagia ("had no regular period, two or more times a month with excessive bleeding and even clotting/ menorrhagia/ prolonged menstrual cycles") and polymenorrhoea ("had no regular period, two or more times a month with excessive bleeding and even clotting") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1996 , (B)(6) 2000), caesarean section in 1996, bradycardia and cardiac pacemaker insertion (treated for electrical block) from 2008 to 2009. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), alopecia ("losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss / hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), hormone level abnormal ("hormonal changes/ still having significant hormonal issues") with weight increased, fatigue, mood altered and menstruation irregular, nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced polymenorrhagia (seriousness criterion medically significant), polymenorrhoea (seriousness criterion medically significant), abdominal distension ("excessive bloating with every period /bloating"), medical device discomfort ("can feel the essure implant inside of body"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), dysuria ("problems with urination"), rash ("allergic or hypersensitivity reaction -I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition") with rash, dyspepsia ("digestion issues") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (had to removed at the time essure was removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ovarian cyst, vaginal haemorrhage, loss of libido, mood swings, female sexual dysfunction, dysmenorrhoea, bladder disorder, urinary tract disorder, nausea, allergy to metals, dyspepsia and investigation noncompliance outcome was unknown, the genital haemorrhage and rash was resolving, the polymenorrhagia, polymenorrhoea, abdominal distension, medical device discomfort, alopecia and hormone level abnormal had not resolved and the dysuria had resolved. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspepsia, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, medical device discomfort, mood swings, nausea, ovarian cyst, polymenorrhagia, polymenorrhoea, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 200 lb. Event outcome for event pelvic pain received as recovering resoving. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: genital haemorrhage, vaginal haemorrhage, loss of libido, alopecia, rash, weight increased, mood swings, dysuria, hypersensitivity, female sexual dysfunction, dysmenorrhoea, device dislocation, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, mood altered, menstruation irregular, nausea, allergy to metals, ovarian cyst, dyspepsia, investigation noncompliance" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA division director, reference number: mw5033368) on 05-feb-2014. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil"), ovarian cyst ("cysts/ large cyst formed on my right ovary"), genital haemorrhage ("excessive bleeding /blood clotting / excessive bleeding") and polymenorrhagia ("had no regular period, two or more times a month with excessive bleeding and even clotting/ menorrhagia/ prolonged menstrual cycles") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1996 , (B)(6) 2000), caesarean section in 1996, bradycardia and cardiac pacemaker insertion (treated for electrical block) from 2008 to 2009. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010. Concurrent conditions included obesity. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), alopecia ("losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss / hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes/ still having significant hormonal issues") with weight increased, fatigue, mood altered and menstruation irregular and mood altered ("moodiness"). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced polymenorrhagia (seriousness criterion medically significant), abdominal distension ("excessive bloating with every period /bloating"), medical device discomfort ("can feel the essure implant inside of body"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), dysuria ("problems with urination"), rash ("allergic or hypersensitivity reaction -I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition") with rash, dyspepsia ("digestion issues") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (had to removed at the time essure was removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ovarian cyst, vaginal haemorrhage, loss of libido, mood swings, female sexual dysfunction, dysmenorrhoea, bladder disorder, urinary tract disorder, nausea, allergy to metals, dyspepsia, investigation noncompliance and mood altered outcome was unknown, the genital haemorrhage and rash was resolving, the polymenorrhagia, abdominal distension, medical device discomfort, alopecia and hormone level abnormal had not resolved and the dysuria had resolved. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspepsia, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, medical device discomfort, mood altered, mood swings, nausea, ovarian cyst, polymenorrhagia, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 200 lb. Event outcome for event pelvic pain received as recovering resoving. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: genital haemorrhage, vaginal haemorrhage, loss of libido, alopecia, rash, weight increased, mood swings, dysuria, hypersensitivity, female sexual dysfunction, dysmenorrhoea, device dislocation, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, mood altered, menstruation irregular, nausea, allergy to metals, ovarian cyst, dyspepsia, investigation noncompliance" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received - reporter information was updated. New event moodiness was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033368) on 05-feb-2014. The most recent information was received on 11-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil"), device expulsion ("one side of the essure was partially displaced in the uterine cavity"), ovarian cyst ("cysts/ large cyst formed on my right ovary"), genital haemorrhage ("excessive bleeding /blood clotting / excessive bleeding") and polymenorrhagia ("had no regular period, two or more times a month with excessive bleeding and even clotting/ menorrhagia/ prolonged menstrual cycles\ abnormal bleeding(menorrhagia)") in a 35-year-old female patient who had essure (batch no. 452503and635027-inv b26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 1996 , (B)(6) 2000), caesarean section in 1996, bradycardia and cardiac pacemaker insertion (treated for electrical block) from 2008 to 2009. Plans: confirmatory hysterosalpingogram. Confirmatory hysterosalpingogram on (B)(6) . Previously administered products included for prevent pregnancy: mirena from 2005 to 2010; for an unreported indication: ampicillin. Concurrent conditions included obesity, endometriosis, palpitation and post procedural bleeding. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced polymenorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding \ abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction -I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition \painful rashes on buttocks and under my breasts") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems\ bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems\ bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), mood altered ("moodiness") and menorrhagia ("abnormal bleeding (vaginal ,menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss / hair loss"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes/ still having significant hormonal issues") with weight increased, fatigue, mood altered and menstruation irregular. On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), 4 months 25 days after insertion of essure. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("excessive bloating with every period /bloating"), medical device discomfort ("can feel the essure implant inside of body"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), dysuria ("problems with urination") and dyspepsia ("digestion issues"). The patient was treated with surgery (bilateral partial corneal salpingectomy.dilatation and curettage, laparoscopic right ovarian cystectomy and salpingectomy(bilateral removal of fallopian tubes) bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, ovarian cyst, vaginal haemorrhage, loss of libido, mood swings, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, dyspepsia, mood altered and menorrhagia outcome was unknown, the genital haemorrhage, polymenorrhagia, dysuria, dermatitis allergic, bladder disorder and urinary tract disorder had resolved and the abdominal distension, medical device discomfort, alopecia and hormone level abnormal had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspepsia, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, medical device discomfort, menorrhagia, mood altered, mood swings, nausea, ovarian cyst, polymenorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 200 lb. Event outcome for event pelvic pain received as recovering resoving. Normal right ovary(as per mr). Large cyst formed on my right ovary(as per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6) 2013: findings: the uterus measures 11.4 x 6.5 x 4.5 cm, endometrium measures 4 mm in diameter unremarkable in this menstruating. Last menstrual period (B)(6) 2013 apparently. There is a 2.0 x 1.7 x 1.3 cm fibroid slightly isoechoic upper uterine segment anteriorly. There is artifact from metallic coil device identified in the right cornua which extends into adjacent to the endometrium. This may be slightly more proximal than normal in position. In addition, essure wire cannot be seen on the left side. In a patient wit bleeding post placement of essure wires and because I cannot confirm the normal placement here further evaluation with hysterosalpingogram is advised to make certain this patient is adequately protected from pregnancy. There is a dominant cyst right ovary measuring 4.5 x5.0 x3.3 cm and left ovary measures 3.3 x2,8 x1.8 cm. Impression: 1. Dominant cyst left ovary 4cm in greatest transverse diameter. No free fluid in the pelvis. 2. Normal right ovary. 3. Essure wire on the right side can be identified in the right cornua but may be extending proximally to the endometrium and therefore may be too proximal in location. The left essure wire cannot be seen. Therefore, this patient should have a hysterosalpingogram to note the exact location of the essure wire to make certain the patient is protected from pregnancy. Right now on the basis of this exam I cannot say that there is a total protection from pregnancy. 4. Fibroid in anterior upper uterine segment. 5. Endometrial lining is unremarkable.; on (B)(6) 2014: the uterus measuring 11.4 x 6.5 x 4.5. She was also diagnosed with a 4 cm left ovarian cyst. She claims that the pain started after having essure hysteroscopic sterilization and was told that during ultrasound that could see the one side of the essure was partially displaced in the uterine cavit impression: menorrhagia, pelvic pain, and left ovarian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: genital haemorrhage, vaginal haemorrhage, loss of libido, alopecia, rash, weight increased, mood swings, dysuria, hypersensitivity, female sexual dysfunction, dysmenorrhoea, device dislocation, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, mood altered, menstruation irregular, nausea, allergy to metals, ovarian cyst, dyspepsia, investigation noncompliance" device expulsion. Lots number 452503 and 635027 are invalid. Lot number: b26273 manufacture date:2013-04 expiration date:2016-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: (B)(4) on 05-feb-2014. The most recent information was received on 02-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil"), device expulsion ("one side of the essure was partially displaced in the uterine cavity"), ovarian cyst ("cysts/ large cyst formed on my right ovary"), genital haemorrhage ("excessive bleeding /blood clotting / excessive bleeding") and polymenorrhagia ("had no regular period, two or more times a month with excessive bleeding and even clotting/ menorrhagia/ prolonged menstrual cycles\ abnormal bleeding(menorrhagia)") in a 35-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 (B)(6)1996 , (B)(6)2000), caesarean section in 1996, bradycardia and cardiac pacemaker insertion (treated for electrical block) from 2008 to 2009. Plans: confirmatory hysterosalpingogram. Confirmatory hysterosalpingogram on (B)(6). Previously administered products included for prevent pregnancy: mirena from 2005 to 2010; for an unreported indication: ampicillin. Concurrent conditions included obesity, endometriosis, palpitation and post procedural bleeding. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2013, the patient experienced polymenorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding \ abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction -I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition \painful rashes on buttocks and under my breasts") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems\ bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems\ bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), mood altered ("moodiness") and menorrhagia ("abnormal bleeding (vaginal ,menorrhagia)"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced alopecia ("losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss / hair loss"). In (B)(6)2013, the patient was found to have hormone level abnormal ("hormonal changes/ still having significant hormonal issues") with weight increased, fatigue, mood altered and menstruation irregular. On (B)(6)2013, the patient experienced ovarian cyst (seriousness criterion medically significant), 4 months 25 days after insertion of essure. In (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("excessive bloating with every period /bloating"), medical device discomfort ("can feel the essure implant inside of body"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), dysuria ("problems with urination") and dyspepsia ("digestion issues"). The patient was treated with surgery (bilateral partial corneal salpingectomy. Dilatation and curettage, laparoscopic right ovarian cystectomy and salpingectomy(bilateral removal of fallopian tubes) bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, device expulsion, ovarian cyst, vaginal haemorrhage, loss of libido, mood swings, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, dyspepsia, mood altered and menorrhagia outcome was unknown, the genital haemorrhage, polymenorrhagia, dysuria, dermatitis allergic, bladder disorder and urinary tract disorder had resolved and the abdominal distension, medical device discomfort, alopecia and hormone level abnormal had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspepsia, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, medical device discomfort, menorrhagia, mood altered, mood swings, nausea, ovarian cyst, polymenorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 200 lb. Event outcome for event pelvic pain received as recovering resolving. Normal right ovary(as per mr). Large cyst formed on my right ovary(as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6)2013: findings: the uterus measures 11.4 x 6.5 x 4.5 cm, endometrium measures 4 mm in diameter unremarkable in this menstruating. Last menstrual period (B)(6)2013 apparently. There is a 2.0 x 1.7 x 1.3 cm fibroid slightly isoechoic upper uterine segment anteriorly. There is artifact from metallic coil device identified in the right cornua which extends into adjacent to the endometrium. This may be slightly more proximal than normal in position. In addition, essure wire cannot be seen on the left side. In a patient wit bleeding post placement of essure wires and because I cannot confirm the normal placement here further evaluation with hysterosalpingogram is advised to make certain this patient is adequately protected from pregnancy. There is a dominant cyst right ovary measuring 4.5 x5.0 x3.3 cm and left ovary measures 3.3 x2,8 x1.8 cm. Impression: 1. Dominant cyst left ovary 4cm in greatest transverse diameter. No free fluid in the pelvis. 2. Normal right ovary. 3. Essure wire on the right side can be identified in the right cornua but may be extending proximally to the endometrium and therefore may be too proximal in location. The left essure wire cannot be seen. Therefore, this patient should have a hysterosalpingogram to note the exact location of the essure wire to make certain the patient is protected from pregnancy. Right now on the basis of this exam I cannot say that there is a total protection from pregnancy. 4. Fibroid in anterior upper uterine segment. 5. Endometrial lining is unremarkable.; on (B)(6)2014: the uterus measuring 11.4 x 6.5 x 4.5. She was also diagnosed with a 4 cm left ovarian cyst. She claims that the pain started after having essure hysteroscopic sterilization and was told that during ultrasound that could see the one side of the essure was partially displaced in the uterine cavit impression: menorrhagia, pelvic pain, and left ovarian cyst.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: genital haemorrhage, vaginal haemorrhage, loss of libido, alopecia, rash, weight increased, mood swings, dysuria, hypersensitivity, female sexual dysfunction, dysmenorrhoea, device dislocation, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, mood altered, menstruation irregular, nausea, allergy to metals, ovarian cyst, dyspepsia, investigation noncompliance" device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received: reporters were added. Patient's name was updated. Lot no. Was added. Event device expulsion & menorrhagia were added. Outcome- bladder disorder, urinary tract disorder was added and outcome of rash event was updated from recovering\ resolving to recovered\ resolved & same for excessive bleeding not recovered\not resolved to recovered \ resolved. Lab data updated. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: (B)(4) on 05-feb-2014. The most recent information was received on 30-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil'), device expulsion ('one side of the essure was partially displaced in the uterine cavity') and multiple episodes of ovarian cyst ('cysts/ large cyst formed on my right ovary', 'ovarian cyst') in a 35-year-old female patient who had essure (batch no. 452503 and 635027-inv b26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cardiac pacemaker insertion (treated for electrical block) from 2008 to 2009, caesarean section in 1996, gravida ii, parity 2 (B)(6) 1996 , (B)(6) 2000) and bradycardia. Plans: confirmatory hysterosalpingogram. Confirmatory hysterosalpingogram on (B)(6). Previously administered products included for prevent pregnancy: mirena from 2005 to 2010; for an unreported indication: ampicillin. Concurrent conditions included obesity, endometriosis, palpitation and post procedural bleeding. In 2013, the patient experienced genital haemorrhage ("excessive bleeding /blood clotting / excessive bleeding"). In (B)(6) 2013, the patient experienced polymenorrhagia ("had no regular period, two or more times a month with excessive bleeding and even clotting/ menorrhagia/ prolonged menstrual cycles\ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding \ abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction -I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition \painful rashes on buttocks and under my breasts") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems\ bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems\ bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), mood altered ("moodiness") and menorrhagia ("abnormal bleeding (vaginal ,menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss / hair loss"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes/ still having significant hormonal issues") with weight increased, fatigue, mood altered and menstruation irregular. On (B)(6) 2013, the patient experienced the first episode of ovarian cyst (seriousness criterion medically significant), 4 months 25 days after insertion of essure. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("excessive bloating with every period /bloating"), medical device discomfort ("can feel the essure implant inside of body"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), dysuria ("problems with urination"), dyspepsia ("digestion issues"), the second episode of ovarian cyst ("ovarian cyst"), pain ("pain") and uterine enlargement ("uterine enlargement") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral partial corneal salpingectomy. Dilatation and curettage, laparoscopic right ovarian cystectomy and salpingectomy(bilateral removal of fallopian tubes) bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, loss of libido, mood swings, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, dyspepsia, mood altered, menorrhagia and uterine enlargement outcome was unknown, the genital haemorrhage, polymenorrhagia, dysuria, dermatitis allergic, bladder disorder and urinary tract disorder had resolved and the abdominal distension, medical device discomfort, alopecia and hormone level abnormal had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspepsia, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, medical device discomfort, menorrhagia, mood altered, mood swings, nausea, pain, polymenorrhagia, urinary tract disorder, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure. The reporter commented: current weight: 200 lb. Event outcome for event pelvic pain received as recovering resolving. Normal right ovary(as per mr). Large cyst formed on my right ovary(as per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6) 2013: findings: the uterus measures 11.4 x 6.5 x 4.5 cm, endometrium measures 4 mm in diameter. Unremarkable in this menstruating. Last menstrual period (B)(6) 2013 apparently. There is a 2.0 x 1.7 x 1.3 cm fibroid slightly isoechoic upper uterine segment anteriorly. There is artifact from metallic coil device identified in the right cornua which extends into adjacent to the endometrium. This may be slightly more proximal than normal in position. In addition, essure wire cannot be seen on the left side. In a patient wit bleeding post placement of essure wires and because I cannot confirm the normal placement here further evaluation with hysterosalpingogram is advised to make certain this patient is adequately protected from pregnancy. There is a dominant cyst right ovary measuring 4.5 x5.0 x3.3 cm and left ovary measures 3.3 x2,8 x1.8 cm. Impression: 1. Dominant cyst left ovary 4cm in greatest transverse diameter. No free fluid in the pelvis. 2. Normal right ovary. 3. Essure wire on the right side can be identified in the right cornua but may be extending proximally to the endometrium and therefore may be too proximal in location. The left essure wire cannot be seen. Therefore, this patient should have a hysterosalpingogram to note the exact location of the essure wire to make certain the patient is protected from pregnancy. Right now on the basis of this exam I cannot say that there is a total protection from pregnancy. 4. Fibroid in anterior upper uterine segment. 5. Endometrial lining is unremarkable.; on (B)(6) 2014: the uterus measuring 11.4 x 6.5 x 4.5. She was also diagnosed with a 4 cm left ovarian cyst. She claims that the pain started after having essure hysteroscopic sterilization and was told that during ultrasound that could see the one side of the essure was partially displaced in the uterine cavit. Impression: menorrhagia, pelvic pain, and left ovarian cyst.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: genital haemorrhage, vaginal haemorrhage, loss of libido, alopecia, rash, weight increased, mood swings, dysuria, hypersensitivity, female sexual dysfunction, dysmenorrhoea, device dislocation, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, mood altered, menstruation irregular, nausea, allergy to metals, ovarian cyst, dyspepsia, investigation noncompliance" device expulsion. Lots number 452503 and 635027 are invalid. Lot number: b26273 manufacture date:2013-04 expiration date:2016-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device (essure device was not fully in one of my fallopian tubes.)/migration of essure device (partially outside of fallopian tube.)/possible missing coil'), device expulsion ('one side of the essure was partially displaced in the uterine cavity') and multiple episodes of ovarian cyst ('cysts/ large cyst formed on my right ovary', 'ovarian cyst') in a 35-year-old female patient who had essure (batch no. 452503 and 635027-inv b26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cardiac pacemaker insertion (treated for electrical block) from 2008 to 2009, caesarean section in 1996, gravida ii, parity 2 ((B)(6) 1996 , (B)(6) 2000) and bradycardia. Plans: confirmatory hysterosalpingogram. Confirmatory hysterosalpingogram on 18oct. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010; for an unreported indication: ampicillin. Concurrent conditions included obesity, endometriosis, palpitation and post procedural bleeding. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("excessive bleeding /blood clotting / excessive bleeding"). In (B)(6) 2013, the patient experienced polymenorrhagia ("had no regular period, two or more times a month with excessive bleeding and even clotting/ menorrhagia/ prolonged menstrual cycles\ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding \ abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction -I could no longer wear my underwire bras as I was getting a very painful rash under my breasts and also had a rash on my butt/rashes or skin condition \painful rashes on buttocks and under my breasts") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems\ bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems\ bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), mood altered ("moodiness") and menorrhagia ("abnormal bleeding (vaginal ,menorrhagia)"). In (B)(6) 2013, the patient experienced alopecia ("losing my hair/hair has not grown back; still wearing hair extensions to cover up significant hair loss / hair loss"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes/ still having significant hormonal issues") with weight increased, fatigue, mood altered and menstruation irregular. On (B)(6) 2013, the patient experienced the first episode of ovarian cyst (seriousness criterion medically significant), 4 months 25 days after insertion of essure. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("excessive bloating with every period /bloating"), medical device discomfort ("can feel the essure implant inside of body"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), dysuria ("problems with urination"), dyspepsia ("digestion issues"), the second episode of ovarian cyst ("ovarian cyst"), pain ("pain") and uterine enlargement ("uterine enlargement") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral partial corneal salpingectomy. Dilatation and curettage, laparoscopic right ovarian cystectomy and salpingectomy(bilateral removal of fallopian tubes) bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, loss of libido, mood swings, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, dyspepsia, mood altered, menorrhagia and uterine enlargement outcome was unknown, the genital haemorrhage, polymenorrhagia, dysuria, dermatitis allergic, bladder disorder and urinary tract disorder had resolved and the abdominal distension, medical device discomfort, alopecia and hormone level abnormal had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspepsia, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, medical device discomfort, menorrhagia, mood altered, mood swings, nausea, pain, polymenorrhagia, urinary tract disorder, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure. The reporter commented: current weight: 200 lb. Event outcome for event pelvic pain received as recovering resolving. Normal right ovary(as per mr). Large cyst formed on my right ovary(as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6) 2013: findings: the uterus measures 11.4 x 6.5 x 4.5 cm, endometrium measures 4 mm in diameter. Unremarkable in this menstruating. Last menstrual period (B)(6) 2013 apparently. There is a 2.0 x 1.7 x 1.3 cm fibroid slightly isoechoic upper uterine segment anteriorly. There is artifact from metallic coil device identified in the right cornua which extends into adjacent to the endometrium. This may be slightly more proximal than normal in position. In addition, essure wire cannot be seen on the left side. In a patient wit bleeding post placement of essure wires and because I cannot confirm the normal placement here further evaluation with hysterosalpingogram is advised to make certain this patient is adequately protected from pregnancy. There is a dominant cyst right ovary measuring 4.5 x5.0 x3.3 cm and left ovary measures 3.3 x2,8 x1.8 cm. Impression: dominant cyst left ovary 4cm in greatest transverse diameter. No free fluid in the pelvis; normal right ovary; essure wire on the right side can be identified in the right cornua but may be extending proximally to the endometrium and therefore may be too proximal in location. The left essure wire cannot be seen. Therefore, this patient should have a hysterosalpingogram to note the exact location of the essure wire to make certain the patient is protected from pregnancy. Right now on the basis of this exam I cannot say that there is a total protection from pregnancy; fibroid in anterior upper uterine segment; endometrial lining is unremarkable.; on (B)(6) 2014: the uterus measuring 11.4 x 6.5 x 4.5. She was also diagnosed with a 4 cm left ovarian cyst. She claims that the pain started after having essure hysteroscopic sterilization and was told that during ultrasound that could see the one side of the essure was partially displaced in the uterine cavit impression: menorrhagia, pelvic pain, and left ovarian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: genital haemorrhage, vaginal haemorrhage, loss of libido, alopecia, rash, weight increased, mood swings, dysuria, hypersensitivity, female sexual dysfunction, dysmenorrhoea, device dislocation, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, mood altered, menstruation irregular, nausea, allergy to metals, ovarian cyst, dyspepsia, investigation noncompliance" device expulsion. Lots number 452503 and 635027 are invalid. Lot number: b26273 manufacture date:2013-04 expiration date:2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events - uterine enlargement, ovarian cyst, fibroids and pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.